Event description:
As reported from (B)(4), a patient experienced periprocedural pci post index procedure based on the received adjudication minutes. At the time of the index procedure, the angiography revealed three vessels diseased out of which two vessels were treated during index procedure and one was treated after two months as a staged procedure. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal left anterior descending that was described as 10mm in length, class a, severely calcified, and de novo. The reference vessel was 2.5mm in diameter. As a planned procedure, the lesion was post-dilated with a 2.5 x 8mm balloon at 8atm and a 2.5 x 13mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 2.5 x 13mm balloon at 22atm. The second lesion treated was left main coronary artery that was described as 6mm in length, class b1, severely calcified, and de novo. The reference vessel was 3.0mm in diameter. As a planned procedure, the lesion was post-dilated with a 2.5 x 8mm balloon at 22atm and a 3.0 x 8mm cypher rx was implanted at 24atm without post-dilation. Six - 12 hours post index procedure, the troponin I was 0.37 (0.04 unl) that was later described as a periprocedural myocardial infarction based on the received adjudication minutes. There were no device delivery issues and the patient was discharged in four days. Approximately two months after the index procedure, the patient underwent promus stenting as a staged procedure. The distal right coronary artery was described as 20mm in length and de novo with 80% stenosis which was treated with a 2.75 x 23mm promus stent at 18atm. There were no procedural or angiographic complications reported and the patient was discharged in two days.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, plavix, ezetimibe, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00222 and 3003742446-2012-00223.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study per the cec adjudication minutes review, a patient experienced an arc periprocedural pci coded as an mi. This is an (B)(6) male with medical history including positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, most recent mi (B)(6) 1990, diabetes mellitus type ii, arthritis, and depression. At the time of the index procedure, the angiography revealed three vessels diseased out of which two vessels were treated during index procedure and one was treated two months later as a staged procedure. The indication for the procedure was positive functional test for ischemia. The first lesion treated was proximal lad that was described as 10mm in length, class a, severely calcified, and de novo. The reference vessel was 2.5mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2.5 x 8mm balloon at 8atm and a 2.5 x 13mm cypher rx was implanted at 16atm. As a standard procedure, the stent was post-dilated with a 2.5 x 13mm balloon at 22atm. The second lesion treated was lm coronary artery that was described as 6mm in length, class b1, severely calcified, and de novo. The reference vessel was 3.0mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2.5 x 8mm balloon at 22atm and a 3.0 x 8mm cypher rx was implanted at 24atm without post-dilation. 6-12 hours post index procedure, the troponin I was 0.37 (0.04 unl) that was later described as a periprocedural myocardial infarction based on the received adjudication minutes. There were no device delivery issues and the patient was discharged in four days, on dual anti-platelet therapy. Approximately two months after the index procedure, the patient underwent promus stenting in a staged procedure. The distal right coronary artery was described as 20mm in length and de novo with 80% stenosis which was treated with a 2.75 x 23mm promus stent at 18atm. There were no procedural or angiographic complications reported and the patient was discharged in two days. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075499 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00222 and 3003742446-2012-00223.